Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00154 through 3012447612-2022-00156.

Event description:
It was reported that a portion of the tulip of a virage screw fractured, preventing full tightening of the construct at that level. A closure top at different level would not final tighten. The surgeon elected to leave both the screw and closure top in place in the patient. A 10mm offset connector was difficult to tighten and it was removed and replaced to complete the procedure. The surgeon felt the procedure was successful, but the patient will be monitored. This is report one of three for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the closure top is jammed in the offset connector and is unable to be tightened using a virage final driver (07.01783.001 lot mc4418404). The virage screw and closure top which remain implanted were unable to be assessed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the connector was likely conforming when it left zimvie control. The DHR review for the screw and closure top in the subforms was unable to be performed as the lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a portion of the tulip of a virage screw fractured, preventing full tightening of the construct at that level. A closure top at different level would not final tighten. The surgeon elected to leave both the screw and closure top in place in the patient. A 10mm offset connector was difficult to tighten and it was removed and replaced to complete the procedure. The surgeon felt the procedure was successful, but the patient will be monitored. This is report one of three for this event.